Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of myopotential oversensing that resulted in automatic mode switching (ams). No intervention was performed and the patient was stable.